Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. One event was confirmed during testing. One device was found to be affected by a broken accessory and corrosion. The reported event was not confirmed for 1 device; the device was found to be within of specifications. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which an accessory broke while using with the device. One event had patient involvement; no patient impact. One event had no patient involvement; no patient involvement.